Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the insulin pump was exposed to magnetic resonance imaging. The customer also reported that the insulin pump did not vibrate during the vibration test and the notification light did not turn on. The customer was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-342 , mmt-1884, mmt-431ag, mmt-7040ma. Troubleshooting was performed for high blood glucose event, vibrate anomaly and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. No product return is required for mmt-342. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-431ag. No product return is required for mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial follow-up report. The updated additional information has been provided in below sections with this follow-up report. 1. Section h6 - updated component code, type of investigation, investigation findings, investigation conclusion. 2. Section h11 - updated analysis summary. P-cap was attached and locked into place properly. Unit powers up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason complaint. The adapt tool reveals that no relevant alarms were found to confirm the complaint code. Proceeded with the following testing to ensure proper functionality of the unit. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No unexpected errors were noted during testing. Unit powered up and was tested successfully, however due to MRI exposure the motor was isolated to motor assembly. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, battery cap contact missing, and broken battery cap. In conclusion, customer allegations are not confirmed during testing of audio/vibration anomaly. No errors noted during testing or download history review. The unit was functioning properly, however the motor may have been exposed to a MRI, thus the motor assembly was separated from the electronic stack and disposed of properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. P-cap was attached and locked into place properly. Unit powers up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason complaint. The adapt tool reveals that no relevant alarms were found to confirm the complaint code. Proceeded with the following testing to ensure proper functionality of the unit. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No unexpected errors were noted during testing. Unit powered up and was tested successfully, however due to MRI exposure the motor was isolated to motor assembly. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, battery cap contact missing, and broken battery cap. In conclusion, customer allegations are not confirmed during testing of audio/vibration anomaly. No errors noted during testing or download history review. The unit was functioning properly, however the motor was exposed to a MRI, thus the unit was isolated to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.